Event description:
Patient tested 3 times with clearview easy hcg. All tests gave a negative result. On the same day, a blood sample was taken and serum hcg level was recorded as 12,000 miu/ml. Tests were from lot numbers cc0041a and cc0040/1e. This report relates lot cc0040/1e. No impact on patient health or treatment was reported.